Event description:
Pt was scheduled for bronchoscopy. Two aspiration needles broke off from the sheath as the plastic covers were being taken off. Both needles came from the same lot number. No adverse effect to the pt.